Event description:
It was reported by the aci sales professional that a male pt underwent an interventional coronary catheterization procedure on (B)(6) 2013. Peri-procedure, the pt was anti-coagulated with heparin adn plavix. A pre-procedure femoral angiogram showed mild calcium present at the access site and the vessel size was approx 7mm. Following the procedure the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that the physician "attempted to deploy the device but the balloon lost pressure as soon as it (balloon ) was inflated". The device was removed and the physician converted the pt to 20 minutes of manual compression with no further complications noted. The pt was ambulated and discharged from the hosp the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1229702) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.